Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection revealed the aesthetics are good. The cable and housing have no damage. A functional evaluation was performed on the returned device and found the oscillation magnet button was not working. It was checked with a known good magnet assembly and it worked. Hence it was concluded that magnet assembly is faulty. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Factors that could have contributed to the failure include failure of the reed switch or damage on the hall board which may contribute to a short circuit. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the mdu shave's oscillating button was not working. The procedure was completed with a surgical delay greater than 30 minutes using a smith and nephew back up device. No further complications were reported.